Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax.. Initially a force sensor error was reported. During the procedure, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the procedure. There was no adverse event reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-dec-2023, observed a hole with reddish material in the pebax area. This event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 18-dec-2023, and have assessed this returned condition as reportable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). The device evaluation was completed on 18-dec-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a hole with reddish material in the pebax area. No other damage was observed. The device was connected to carto 3 system, and the device was recognized; however, errors 105 and 106 appeared on the system. The reddish material inside the pebax could be related to the force reported by the customer. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer¿s reference number: (B)(4).